Event description:
The customer reported having difficulty reading the spo2 sensor.

Manufacturer narrative:
The customer reported having difficulty reading the spo2 sensor. Philips determined that the customer experienced the spo2 parameter dropping out with no inops generated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).